Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for error code 240.4150. Lvp keypad recall completed. Replaced u1 led on display board assy for segment dim. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the upper pressure sensor causing error code 240.4150. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2018 to present date 12/21/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.